Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the pump display has blotches on it. Advised patient to replace battery; issue persisted. Patient stated the black blotches began approximately 2 weeks ago and is slowly getting worse. Patient reported the blotches do not cover insulin amounts. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.